Event description:
Customer reported a past event of high blood glucose, intermittently beginning (B)(6) 2025, with the highest level displaying as "high," although the specific value was not known. Cause was not known. Customer took corrective action by administering a correction injection via multiple daily injections, and the control iq feature was active at the time of the event. Technical support advised the customer to consult with a healthcare professional to discuss blood glucose levels, and the customer acknowledged the advice.